Event description:
The manufacturer received information alleging ventilator service required. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 was returned and evaluated by a third-party service center. During evaluation of the error logs, an error code related to the oxygen blending module was observed. Err_obm_replace_o2_sensor means there was a failure of the o2 sensor. The o2 sensor measures ambient oxygen concentration and does not impact therapy. This is not a reportable error code. The oxygen blending board was replaced to address the issue. During testing of device, which occurs outside of patient use, after repair, the device failed the check obm (oxygen blending module) -trilogy leak test step. The 200/202/o2 tubing and porting block adapter were found to be weathered and replaced. Device still failed leak test. The obm tubing and gasket, as well as the blower bellows and clip were replaced. The device passed all testing after parts replacement.